Manufacturer narrative:
Physio-control evaluated the device and determined that the cause of the reported failure was due to an unused screw that was found between the device's upper case and the digital pcb assembly. This screw shorted out the digital pcb assembly. The digital pcb assembly was no longer functional and the device would not power on. The device drew 334 ma off current and the battery had been drained.a replacement device was provided to the customer under warranty.

Event description:
It was reported to physio-control that the customer's device would not switch on when the customer pressed the on button. The customer then reinserted the battery many times and eventually the device would switch on. However, the device could then not be switched off anymore. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). A third-party service agent evaluated the device and verified the reported failure. The device will be shipped to physio-control for further evaluation. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.